Event description:
It was reported that the balloon ruptured. The pt's age and gender were unk. The target lesion was the superficial femoral artery. The lesion was moderately calcified, slightly tortuous and throughout the sfa. There was 80% stenosis at the lesion. Ipsilateral anterograde approach was made from the superficial femoral artery with a 6f, 11cm introducer sheath. The lesion was crossed with a guidewire without any difficulty. The device was delivered to the lesion and the balloon was inflated several times. The balloon was inflated slowly at low pressure for each dilation. Slight dissection was confirmed near the mid portion of the superficial femoral artery. The balloon ruptured below the nominal pressure. Reportedly, the vessel dissection occurred during dilatation and was not linked to the balloon rupture. The physician stopped using the device. It was removed easily as one unit. A stent was delivered and placed for treatment of the vessel dissection. Port dilatation was conducted with a different balloon catheter. Initially the treatment for the lesion was supposed to be finished with only poba, but stenting and post dilation were conducted due to the dissection. Reportedly, there were no issues noted upon removal of the device from its packaging and the device prepped normally, the device did not kink when it was being used and the maximum inflation pressure was under nominal pressure. The procedure was finished successfully. The pt was in stable condition.

Manufacturer narrative:
The complaint sample was not returned for evaluation. A complaint lot history review was conducted and this is the only complaint with this lot number to date. A device history record review was conducted. No anomalies were noted. The lot met all test release criteria. Nothing was found in the mfg device history records to indicate a mfg related cause for this event. Based upon the available info the definitive root cause could not be determined. The complaint device was not returned for evaluation. If was reported that "the balloon ruptured. Slight dissection was confirmed near the mid portion of the superficial femoral artery. The balloon ruptured below the nominal pressure. Reportedly, the vessel dissection occurred during dilatation and was not linked to the balloon rupture". It is unk whether pt factors or procedural techniques may have contributed to the event. The IFU states: balloon characteristics: pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Precautions: dilitation procedures should be conducted under fluoroscopic guidance with approprite x-ray equipment. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. Damage may result from kinking, stretching or forceful wiping of the catheter. Adverse effects: vessel dissection. (B)(4).